Event description:
Additional information was received from a patient stating the problem was not corrected over the phone, but the agent said they needed to take the device to a doctor to have it reconnected or otherwise correct the problem. Since they just moved to (B)(6) and the device was provided in maryland, they will have to get an appointment with one of the doctors near us that the agent recommended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the rep. Rep called and reiterated details of case. Agent had rep enter tech mode and re-pair controller and ins. Controller connected with ins wirelessly several times without issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported that their controller no longer worked well stating that the controller does not turn the stimulation on or off unless the recharger was connected and the paddle is placed over the implantable neurostimulator (ins). Pt stated that they pressed the white stimulation button to turn on the stimulation and every once in a while, it works right but 75% of the time, it does not work. Pt also stated that they have performed controller reset quite a bit and mentioned that they have had the controller for a long time. Pt mentioned that the controller worked perfectly until about 4 months ago. Pt commented that they were not impressed with the situation. Agent had pt reset the controller, blow air into the controller charging port and wipe the rtm pins. Pt confirmed no visible damage to the controller, r echarger and battery pack. Caller unlocked the controller and saw ¿no device found¿ message. Agent had pt connect the recharger and press ¿recharge¿. Pt stated seeing ¿position the recharger over the implanted device¿ message. Pt also stated that the green light was flashing on the controller. Pt confirmed that the controller battery was 100% and the implant was 30% with recharging excellent. For the event date, pt stated about 4 months ago. Pt insisted on receiving a replacement controller. Agent reviewed information and redirected the patient to their hcp to unpair and re-pair the controller with the ins. Emailed physician listings to the patient. No symptoms were reported.